Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A cxi support catheter was used during multiple procedures. Per a voluntary medwatch (# (B)(4)), it was reported that upon removal of the catheter over an amplatz wire, the luer-lock hub broke off of the device. Additional information has been requested, but has not yet been received.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record shows three non-conforming events; however all non-conforming product was scrapped or re-worked prior to completion of the final lot. Based on no product returned, the results of our investigation, and without additional information; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.